Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6)) lead demonstrated invalid impedance readings. X-rays were taken and showed the lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective stimulation therapy.